Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular lead and ICD, as well as the analysis of the ICD itself. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 36 months and 189 charging cycles were recorded to the icds memory. The battery status was anticipated. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. A thorough analysis of the ICD proved the device to be fully functional. However, based on the information available for analysis, the integrity of the lead cannot be assured.

Event description:
Ous MDR - this patient experienced inappropriate shocks due to noise. The ICD was explanted. An explant date was not provided. Should additional information become available this file will be updated.